Event description:
The reporter stated that a patient scheduled for bilateral tibia material removal. Conductive anesthesia starts the doctor puncture l3-l4. Technical difficulty was presented obesity (technical x obesity) based on this request assistance from another surgeon, who to make the passage of the needle refers space l2 tactile sensation associated with rupture of the device. Block needle was removed, it is documented that there was 3 cm missing. Once this was identified the procedure was suspended. Add'l info received on (B)(6) 2013, the patient did have a surgery by the neurosurgeon to remove the fragment. The procedure was successful and the patient was being monitored.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Quality will continue to monitor on monthly trend reports.